Event description:
A male patient contacted lifecor customer support to report that his battery pack had stopped charging. He stated that the "battery pack fault" led was flashing when this battery pack was placed on the battery charger. Support sent the patient a replacement battery pack. The patient called back and stated that now the other battery pack was doing the same thing. Support sent the patient a replacement battery pack and battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of two battery packs and battery charger have been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. As a result of this component failure d4, d13 and d14, three diodes in the charging circuit were also blown. The faulty charger was repaired. It was then retested and restocked. Both battery packs were fully functional. It was retested and restocked. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger and battery packs.